Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing noise, elevated sensing integrity counter (sic), high rate non-sustained episodes, and was fractured. The right atrial (ra) lead exhibited oversensing, noise, and was fractured. The leads were explanted and replaced. No patient complications have been reported as a result of this event.